Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. Philips field service engineer (fse) confirmed the reported issue finding (error code 1012) in the device service logs and replaced the rp-pcba-blower mtr controller, (B)(4). The device successfully passed performance specification testing after the repair was completed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer reported - air valve liftoff failure code 1012. No patient/user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 29jan2019. Philip's field service engineer reported that the power supply on the unit was replaced in addition to the printed circuit board assembly motor controller. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.